Manufacturer narrative:
As received, only the connector portion of the lead was returned for analysis. Electrical testing was normal. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. No other anomalies were found.

Event description:
It was reported that the patient passed away. The cause of death is not known. The pacemaker and leads were explanted.